Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill message after loading 200 units of insulin into the cartridge. There was no reported impact to customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge onto the pump.